Manufacturer narrative:
Restraint strap.

Event description:
It was reported by service report that the cot was missing the shoulder straps and the fastener module was not in place. No patient involvement or adverse consequences are reported.